Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005, patient presented with pre operative diagnosis of spondylolisthesis of l5-s1, foraminal stenosis bilateral l5-s1, anomalous lamina and pars l5-s1 bilateral, herniated nucleus pulposus l5-s1. Procedure performed: bilateral facetectomy, foraminotomy l5-s1, bilateral posterior transverse process fusion of l5-s1, bilateral transforaminal posterior interbody fusion of l5-s1, anterior cage fixation of l5-s1, posterior pedicle instrumentation of l5-s1, bone morphogenic protein of l5-s1, local retrieval of cancellous autologous bone l5-s1. Per operative report ¿..the distraction intradiskally was achieved and on the right an insertion of a 30 mm by 14 mm type generation one polypropylene plastic filled with cancellous autologous bone and bone morphogenic protein was inserted into the intradiskal space after the anterior aspect of the disk space was filled with cancellous autologous bone and bone morphogenic protein. This was impacted superiorly and anteriorly and structurally stabilized. Prior to insertion of any bone morphogenic protein in the intradiskal space, we copiously irrigated with normal saline. Then with distraction traction having been removed, we directed the cannulas to the medial posterior aspect of the l5 and s1 transverse processes which were decorticated and bone morphogenic protein and cancellous autologous bone were placed there at their medial aspect bilaterally. Using fluoroscopy control, a flexible guide pin was placed into the drilled pedicle holes of l5 and s1 bilaterally into which 6.5 top-loading m8 screws were inserted using the instrumentation and an additional incision was made proximal on the left and the right through which a connecting rod was inserted and compressed bilaterally. This afforded structural stabilization and locked securely.¿ patient condition was good on discharge.

Event description:
It was reported that on (B)(6)-2005, the patient underwent a bilateral posterior transverse process fusion and bilateral posterior interbody fusion at l5-s1, using a peek cage packed with local bone graft and rhbmp-2/acs. Following the surgery, despite initial improvement with resolution of his leg complaints, he continued to complain of lower back pain, and subsequently began experiencing leg pain and numbness. On (B)(6)-2009, the patient underwent a lumbar spine CT which showed sclerosis and bony irregularity along with pseudoarthrosis surfaces at the pars defect at l5-s1. The patient continued with pain management therapy. On (B)(6)-2013, the patient underwent another lumbar spine CT that showed ectopic bone growth in the left neuroforamen at l5-s1.